Event description:
Customer reported the following issue: "the operating room reported an incident on (B)(6) 2021 with 2 cortical screws reference 656416. The 2 screws broke before reaching the end of their travel. It was necessary to core drill to extract them." ***additional information received - (B)(6) 2021: surgical delay (approx. 20 min) and need for coring to remove broken screws. Adverse impact on patient: bone fracture at the coring site

Manufacturer narrative:
Correction: please refer to d9/h3 - device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: no indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event." If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported the following issue: "the operating room reported an incident on (B)(6) 2021 with 2 cortical screws reference (B)(4). The 2 screws broke before reaching the end of their travel. It was necessary to core drill to extract them." Additional information received - 11/08/2021: surgical delay (approx. 20 min) and need for coring to remove broken screws. Adverse impact on patient: bone fracture at the coring site.